Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had failed to emit an empty cartridge alarm. The empty cartridge was discovered on (B)(6) 2015 by emergency room personnel. Inaccurate delivery was also alleged. The patient was diagnosed with diabetic ketoacidosis (dka) and had nausea. Patient remains hospitalized and treatment includes insulin via injection. Troubleshooting found the bolus/basal histories were as expected, and the time/date were accurate. Patient discontinued pump use. This complaint is being reported because the patient experienced dka after the pump failed to emit an empty cartridge alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: no defect found. Unable to duplicate the complaint. The last basal delivery was on (B)(6) 2015 15:41; 12u remained in the pump. At 15:44 an unexplained loss of prime event occurred; the alarm was confirmed multiple times; deliveries never resumed. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.